Event description:
It was reported that following the implant of the deep brain stimulation (dbs) system lead a post operative computerized tomography scan (CT scan) was performed, it was determined that the lead was implanted 7-8 mm inferior of subthalamic nucleus (stn) target. The patient underwent a revision procedure the following day in which the lead was retracted 7 mm. The patient is expected to fully recover. No devices will be returned as they remain implanted.